Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device can confirm the complaint. The attune femoral impactor is cracked depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the surgeon impacted the knee component, it was noted that the impactor head was cracked. No additional surgery time was noted. No pieces of the impactor were noticed.